Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope's image exhibited noise during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h2, h3, h6. Corrected fields: b5, d5, e1, e2, e3, g2, g3. This supplemental report is being submitted to provide corrections and updates to the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the charge coupled device unit. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the videoscope's image exhibited noise during inspection for use. There were no reports of patient involvement.